Event description:
Obtained results of 58mg/dl and 116mg/dl on the same device within one minute. No adverse event reported and no treatement received. No valid wuality controls were used. Requested return of suspect device and replacement was sent.